Manufacturer narrative:
The initial MDR 1219913-2022-00370 was filed on october 31, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. Additional information - november 14, 2022: the customer noted that an error report advised interference detected the customer provided a result from another alternate method that was 1.9 ng/l. Additional information - november 16, 2022 the customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 153.611 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l, per the instructions for use), and the repeat results were 148.318 ng/l and 149.783 ng/l. This indicates a sample/patient specific incident. The customer also had the specimen tested on a second alternate troponin I method which resulted 1.9 ng/l, which is below the reference interval for that method (reference interval: female 10ng/l; male 20ng/l). The atellica im tnih method is a high sensitivity troponin I method vs the initial alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. A product problem was not identified. The customer requires no further support. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.